Manufacturer narrative:
Pain. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients: 28; gender: (male:14; female:14); mean weight: 77.7 kg; mean age: 63.3 years; mean height: 171.3 cm. Pre-operative diagnosis: kyphosis (26 patients), idiopathic scoliosis (7 patients) it was reported in the aggregated clinical data report that 28 patients underwent surgeries in the period ranging from mar-2010 to apr-2013. Post-op, after 24 months follow-up, 10 patients reported leg/arm pain and 10 patients reported back/neck pain.